Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that when the tsb45 device was used the staple line was incomplete. The pt was converted to an open procedure. 3/2001 it was reported by the affiliate it is not known what firing the incomplete staple line occurred on. The staples were malformed and there was no stapling over staple lines. The condition of the pt's tissue is not known. The surgeon converted to open because he did not want to use another tsb45. To their knowledge, the pt is doing well at this time.